Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: device name: tridentii tritanium multi 60g; cat#:709-04-60g; lot#: 72960101a. Device name: 6.5mm low profile hex screw 30mm; cat#: 7030-6530; lot#: 35ph. Device name: 6.5mm low profile hex screw 20mm; cat#: 7030-6520; lot#: 3m6a. Device name: restoration adm x3 ins 28/54; cat#: 1236-2-854; lot#: 73115601. Device name: 6.5mm low profile hex screw 20mm; cat#: 7030-6520; lot#: 6gla. Device name: 6.5mm low profile hex screw 35mm; cat#: 7030-6535; lot#: 3j2a. Device name: c-taper cocr lfit head 28mm/+5; cat#: 06-2805 ; lot#: p24py0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Based on medical review: "on exam a large subcutaneous hematoma/ seroma was noted, and it was aspirated for 200 cc of bloody fluid.

Event description:
Based on medical review: "on exam a large subcutaneous hematoma/ seroma was noted, and it was aspirated for 200 cc of bloody fluid.

Manufacturer narrative:
Reported event an event regarding patient factors involving a mdm liner was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted -medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: instability of the hip was confirmed as was the revision surgery. The cause for the instability may be better assessed with review of sequential x-rays to evaluate the position of the acetabular component and changes thereof. Obtaining the implant may provide insight into the mechanism of failure of the polyethylene and failure of the cup to in-grow. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that a large subcutaneous hematoma/ seroma was noted, and it was aspirated for 200 cc of bloody fluid. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.